Event description:
Lap sponges contained within covidien major and minor devon kits frayed during use. This fraying resulted in the physicians having to clean the wound. This has occurred several times with these packs over the last couple of months. We were able to save a couple examples of these packs which had fraying sponges. A field technical report was filled out and submitted to covidien customer service. A return kit will be issued. The kit will be returned to covidien for failure analysis.